Event description:
It was reported that a ventricular sense (vs) marker was missing from a non-sustained ventricular tachycardia (nvst) episode. There are fibrillation sense (fs) markers that occur due to true nsvt in the beginning of the episode. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.